Manufacturer narrative:
Device remains implanted in patient and will not be returned to resolve surgical for inspection. Batch information remains unknown at this time.

Event description:
"It was reported that on an unknown date, the patient had a c4-6 acdf at oswith coda plate system on (B)(6) 2023. The patient followed up in the clinic on (B)(6) 2024 and imaging shows bilateral screw fractures of the screws in the c6 body. The surgeon plans to watch and does not plan to revise at this point. It was unknown if there was any patient consequences/outcome."